Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead model#: sc-4318 serial #: (B)(4) description: clik x anchor the explanted devices were not returned to bsn as these were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of fever and redness were noted. The patient was prescribed antibiotics. The physician believed that the infection was not device or procedure related and the cause was unknown. It was noted that the patient was diabetic. The patient underwent an explant procedure.